Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on (B)(6) 2016, a medtronic representative called the site and spoke with the site¿s biomed manager about testing the equipment. The site arranged for a biomed from a different site in their network to perform the system checkout while the medtronic representative walked him through the process over the phone. The system checkout was completed and full range of motion for the y-axis was confirmed. System passed all tests and performed as intended. System logs were requested and a software investigation was initiated; further evaluation is currently in progress. Imaging system checkout done by biomed at site.

Event description:
A medtronic representative reported that the imaging system's gantry dropped approximately six inches on its own. The imaging system's tube was around the patient when this occurred, but did not cause patient impact or harm. The radiologic technologist (rt) was able to raise the gantry to the desired location and take a successful spin. The surgeon completed the spinal fusion procedure with the use of the imaging system. There was no delay to the procedure due to this issue, and no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation of the software logs proved to be inconclusive based on the information provided.